Event description:
It was reported that during anterior cruciate ligament (acl) surgery during screwing in the implant it broke off inside the patient. The broken piece was retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint not confirmed. Upon visual inspection, it was noted that the anchor, screw, suture, and o-ring are missing. No issues were noted with the returned driver. Due to the missing components, no problem was found with the device.